Manufacturer narrative:
Investigation revealed that there was no system malfunction. A work order was fulfilled to send a field service engineer (fse) to inspect the camera. In our investigation, the fse cleared the camera bump warning and a system function test along with an aak accuracy test was performed, leaving the gps unit fully functional. When the camera is bumped, you can lose navigational integrity - therefore it is recommended to halt use of the camera until it can be fixed or replaced. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique. The following sections were updated for this supplemental report: b4, g6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a hardware error.

Manufacturer narrative:
The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "camera out of calibration". The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a hardware error.